Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with damage to both the rear and front housing. The customer's reported problem regarding "lec 1872 motor error" was able to be duplicated. Power up of the pump displayed error code 1872. Simulated use was able to download event log and read out the pump log. But it was not possible to run the pump, the pump errors out. The event log verifies that the event occurred (one 1872 error recorded). The pump was opened and found the motor locked. The motor will be resolved to replace the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this cadd legacy plus gave "lec 1872" mtoor error. No adverse effects reported.